Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, pyxis hardware failures on rbdual2b machines and unable to recover.a customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row board failed on the drawer 3.2. The field service engineer (fse) replaced the row board, but after testing, the issue reoccurred. The fse logged into hta and ran diagnostics on the drawer. The test failed with a message to close the drawer. The fse switched to hardware mode and manually opened the drawer. The position sensor did not update. The fse pulled the station out, removed the back panel, and powered the station down and then removed the back of the drawer, reseated the position sensor, reassembled the drawer, reconnected the bus cable, and powered the station back up. Then the fse ejected all cubies on the row and inserted one cubie at a time. The fse identified a faulty cubie pocket, had the customer obtain a replacement cubie and loaded the medication into that new cubie. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es station had hardware failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.